Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the issue was with the door, not the drawer. A technical support specialist confirmed that the drawer was functioning properly. The user was able to issue medication. The system functioned as intended after the technical support specialist investigated this incident.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, while the user trying to issue medication, the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.